Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump screen was grey and kept beeping. The customer's blood glucose was 5.4 mmol/l at the time of incident. The customer stated that the insulin pump might have been dropped. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unable to verify software due to constant blank flashing white light on the display. Insulin pump received with a constant blank flashing white light on the display and constantly beeping due to vertical cracked lcd controller. Pump received with serial number label fading, scratched case, pillowing keypad overlay and minor scratched lcd window. The initial report and or supplemental report had the incorrect aware date. The correct aware date is (B)(4) 2015.